Event description:
An acl flexible reamer system was utilized for a left knee acl procedure. During the surgeon's use of the versitomic acl flexible reamer system guide pin, the tip of the device broke off inside the surgical cavity. Upon the surgeon's intention to retrieve the broken pin fragment utilizing the curette instrument, the curette head tip broke off as well. The broken tip was successfully retrieved and inspected along with the remaining intact portion of the curette to ensure there were no other broken off fragments, which there were not. Subsequently, a new curette was utilized to successfully retrieve the broken guide pin tip. This broken tip along with the other completely intact portion of the guide pin were inspected to ensure there were no other broken off fragments, which there were not. There were no retrained foreign items related to this instrumentation event. Anterior cruciate ligament.